Event description:
Hcp reports the patient presented with signs of infection including drainage and incisional wound opening. Perioperative antibiotics were administered and the patient does not have meningitis. The site of the infection was at the device pocket and extension tract. Both oral antibiotics and IV antibiotics were administered and partial device system explant was reported. The device was returned to the manufacturer for evaluation. Hcp reports the patient outcome attributed to the event is unknown pending a next follow-up appointment. It was also reported as unknown if any patient risk factors were present prior to implantation of the product system. See also MFR report number: 3004209178200601956.

Manufacturer narrative:
H6-final device analysis results reveal -#1 distal end weld non-conformance.